Event description:
Ous MDR - after an implantation period of about 18 months, oversensing was reported. No adverse patient side effects have been reported. The device is under analysis at the moment.

Manufacturer narrative:
.